Manufacturer narrative:
The customer's qc was acceptable prior to patient testing. The field service engineer replaced various parts, performed adjustments and decontaminated the instrument. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys testosterone ii assay results for six patients tested on a cobas 8000 e 602 module. Recently, the customer has noticed erratic testosterone for the lower level qc material. The customer's roche qc is ok, but a third party qc material is erratic. The customer repeats the qc material, and the qc results are within an acceptable range. The customer has performed routine maintenance, but the issue has not improved. The initial testosterone results were not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. Patient 3's sample was also tested with mass spectrometry methodology. The testosterone reagent lot number was 42260900 with an expiration date of 30-nov-2020.